Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. It was reported that the right ventricular (rv) lead was oversensing and the right atrial (ra) lead showed noise in the unipolar configuration. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.